Event description:
Follow-up information was received on 26-feb-2024: the patient was concomitantly injected with belotero intense lidocaine. Batch number for belotero intense lidocaine was reported as b00012960 (expiry date:01/2025). The outcome of the event remained unchanged. Follow-up information was received on 26-feb-2024: the patient was injected subcutaneously and subsmas with radiesse into the entire jawline and mandibular angle, for irregular jawline correction, on (B)(6) 2024. She was injected subcutaneously into the entire jawline and subsmas into the mandibular angle. The injection was performed in the anterior and posterior jawline. A cannula was used. The patient was concomitantly injected with belotero intense lidocaine into the entire jawline and mandibular angle, for irregular jawline correction, on (B)(6) 2024. She was injected subcutaneously into the entire jawline and subsmas into the mandibular angle. The injection was performed in the anterior and posterior jawline. A cannula was used. The patient was also previously injected with hyaluronic acid (ha). The patient had no complications following cosmetic injections in the past, she only thought they did not get well estetically and went for correction. There was a irregular jawline correction. The patients additional medical history included 4 tumours in the liver together with copper deposits, a blood bacterium (q fever) and thrombocytosis. At the time of treatment with radiesse, the patient was suffering from a systemic inflammatory condition of which the physician was unaware. Additional concomitant medications included pantoprazole, levonorgestrel, diazepam and mesalazina. The physician reported that the patient began to feel symptoms within 48 hours of the injection, but did not report it to the physician until a week later. The physician applied hyaluronidase. No further corrective treatment was performed and was not planned and the patient was not hospitalized. The condition resolved completely. The outcome of the event was reported as resolved in 2024 (changed from resolving). In the opinion of the reporter, the event was related to radiesse.

Event description:
This case was linked to lssmv case number (B)(4), referring to the same patient. This spontaneous report was received from a spanish physician and concerns a 34-year-old female patient. She was injected with a total of 1.5 ml of radiesse to improve her jawline. The patient was concomitantly injected with a total of 1 ml of belotero intense to improve her jawline. A hybrid with 1 ml belotero intense and 0.5 ml lidocaine 2% was injected (product preparation issue, off label use of device). One day after the radiesse injection, the physician contacted the patient and there was no problem. The patient came to the clinic to improve her jawline because the previous treatment was uneven and she wanted it straight. She received 4 vials (2 per side with needle) but it was neither radiesse nor belotero. She had regular botox treatments since the age of 26, nasolabial fold, rhinomodelling, cheekbones in 2020 and dark circles under the eyes 1 year prior to this report. Jaw marking and chemical lipolysis were performed in the oral area with no expected results. The patients medical history included crohns disease, under study for hepatic steatosis and copper metabolism disorder, controlled eating disorder (anorexia), liver cirrhosis (grade 3 according to the patient), mononucleosis, suspected wilsons disease and was being tested for a tumour. The patient took only paracetamol and metamizole because she was contraindicated for nonsteroidal anti-inflammatory drugs (aines) and corticosteroids due to her liver disease. The patient was sportswoman. Seven days after the radiesse injection, the patient experienced an unwell feeling, with a feeling of tightness in her throat and had difficulty breathing at night. The patient had to go to the emergency room. She also reported that her partner (nurse) told her that she had sleep apnoea. The physician offered her a video consultation but the patient did not attend. Nine days after the injection, the patient called the physician and went for a consultation. At the consultation the aesthetic result was excellent, skin and floor of the mouth were correct, with no sign of vascular event. The physician performed a cervical palpation and noted painful adenopathic conglomerates at submandibular level (seen by ultrasound). The physician diagnosed cervical reactive adenitis. The physician dissolved the filler with hyaluronidase by applying 200 units per side. She was kept under observation for 30 minutes and began to feel better. There was almost complete resolution of the symptomatology. The physician reported that the case appeared to be successful and that a follow-up was scheduled for 14-feb-2024. Due to the provided information, the outcome of the event was considered as resolving (reported as resolved). Follow-up information was received on 15-feb-2024: batch number for radiesse was reported as a00114990 (expiry date: 03/2025). The batch record review was received and the lot number for radiesse was confirmed as a00114990 (expiry date: 03/2025). A lot search in the global safety database was conducted. One vial was used. Batch number for belotero intense was reported as b00021960. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event cervical reactive adenitis (pt: lymphadenitis), was deemed to meet the serious criteria of hospitalization. The device history record for radiesse injectable implant, lot number a00114990, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted related to this lot, but none that would have contributed to this event.